Event description:
It was reported by the customer's parent that the customer got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 58 mg/dl at the time of the incident. The caller was unable to provide details of the incident at the time of the call. The caller was unsure if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The caller wanted to figure out how much insulin the pump delivered before the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.